Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230901. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) used needle samples were returned for evaluation by our quality team. The needles were microscopically examined and the needles were found clogged with a vial material as well as residual medication. It has been determined that a coring issue which resulted in clogged needle has taken place. Material 303262 was created with a regular cannula bevel in contrast to material 304622 which had a short bevel. Material 303262 should penetrate the vial at a 45-60 degree angle to minimize the risk of coring.

Event description:
It was reported that bd conventional needle did not aspirate. The following information was provided by the initial reporter, translated from french to english: problem encountered: difficulty aspirating certain products for some time now with the pink hypodermic needles. As if the hole was smaller. Problem noted by many ides, at first they thought it was an isolated case, but it turned out to be very frequent. Impact: waste of time, pain when handling and gaspillage.